Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a new device implant procedure, during the implant procedure lead had an insertion failure. Lead was repositioned multiple times however physician encountered resistance will advancing the lead over the guidewire due to patient anatomy and blood residue. Lead was explanted and a new lead was implanted over the same guidewire without any issues. Patient was stable prior, during and post procedure and will continue to be monitored.